Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received with cracked lcd window.

Event description:
It was reported via phone call that there was physical damage of insulin pump. It was reported that display screen was damaged and only the date and time could be seen. It was also reported that there was diagonal lines on display scree. Customer's blood glucose was 500 mg/dl and was treated with manual injections. Caller declined troubleshooting and requested for insulin pump to be replaced.